Event description:
It was reported that the camera head had opaque image and no proper focus. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Updated fields: d9, e1 (postal code), g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for the evaluation and reported problem was confirmed. Additionally, image flickering was found during evaluation. A definitive root cause could not be identified. Based on the results of the investigation, it likely that the video cable cut and damaged image sensor led to the malfunction and therefore the most probable root of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had opaque image and no proper focus. There was no report of patient harm.